Manufacturer narrative:
H2/h6: the software analysis was completed. The software appeared to function as designed. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no delay to the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that while navigating a l2 to s1 case, the surgeon placed screws on all levels without any reported issues or inaccuracies. The manufacturer representative (rep) on-site stated the surgeon was using black suretrak on competitor interbody expandable cage hardware. When the surgeon placed the interbody, the rep noted that it looked inaccurate to where it was placed. It was placed in l5 vertebral body but was supposed to be in l4 and l5 disc space. The rep had the surgeon use the medtronic instruments and tools (passive planar probe and drill) to touch the physical known anatomy to ensure accuracy. Navigation software was accurate when using medtronic tools. The site completed l5 and s1 and took a spin which confirmed that the competitor hardware was inaccurate, but the navigation software remained accurate. Patient impact was not available per the site.